Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 453 mg/dl. Customer stated that she has a low battery alarm and has been trying to get the battery cap unscrewed and cant. Customer stated that she has been trying for at least 8 hours and can¿t get anything open. Customer declined high blood glucose troubleshooting as she knows why her high happened. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No low battery alert noted during test. Device received with cracked battery tube threads, stripped battery cap coin slot, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker and stained address or serial number label.